Event description:
The customer reported being hospitalized due to a diabetes-related issue while using an insulin pump. The customer experienced a low blood glucose (bg) level, value was not provided. The customer consumed carbohydrates to address the blood glucose issue, and a pump system check revealed that profile information had not been set up. The customer received intravenous fluids of saline in the hospital, which resolved the issue, and no permanent damage was identified by healthcare professionals. The customer was released from the hospital on (B)(6) 2025.